Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose the required paramedic assistance on (B)(6) 2020. The customer stated they became unresponsive from their low blood glucose. The blood glucose reading was 46 mg/dl and was treated with IV insulin drip and glucose. The pump will not be returned for analysis.